Event description:
It was reported that the device was explanted after an implant duration of approximately 5 years due to valve calcification. The model and serial number were not provided.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation has not been completed.